Event description:
It was reported a patient's right ventricular lead presented with oversensing noise that showed loss of capture. An increase in capture threshold and low pacing impedance were also noted. Programming changes were made to restore normal parameters. There were no patient consequences.